Event description:
It was reported that after a successful defibrillation threshold test, the device began oversensing farfield p-waves. This led to inappropriate anti-tachycardia pacing therapy delivery. After anti-tachycardia pacing was delivered the oversensing stopped and did not reoccur. Patient was monitored overnight.

Manufacturer narrative:
(B)(4).